Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the suggested intraocular lens (iol) power calculations were incorrect by more than two diopters during a cataract procedure. The physician chose to use his own measurements and did not implant the suggested iol since the big shift in the diopter power was noted. Additional information requested.

Manufacturer narrative:
Through investigation into surgical data, it was found that the system provided an incorrect recommendation during surgery. It was determined that the database of optimized lens coefficients on a limited number of carts had values in an incorrect order, which resulted in incorrect intraoperative lens power calculations. A single lens type was affected on each cart. This system was confirmed to be impacted by this issue. The root cause is attributed to a software coding error that led to the lens coefficients being downloaded in an incorrect order during one of the lens optimization updates. The manufacturer internal reference number is: (B)(4).